Event description:
The customer contact reported the secondary port of the cassette of the tubing set popped off. It was reported that during priming, prior to pt use, the clave port on the cassette of the tubing set popped off. The tubing set was replaced and therapy was initiated. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. No add'l info was provided.

Manufacturer narrative:
One used device was rec'd and evaluated. Testing found the clave at the secondary port on the cassette of the tubing set was completely torn off. White drag marks were noted indicating the use of force. Hospira has completed a formal investigation to address this issue. According to the investigation findings, the probable cause of these events is that the design controls for this design of the cassette w/ semi-rigid adapter configuration did not consider the user needs w/ the clave directly bonded to the secondary port of the cassette. This report represents all the info known by the reporter upon query by hospira personnel.